Event description:
Material#: 309620, batch#: unknown. It was reported by customer that enteric tube was a little clogged with miralax (I could see the small ball of medication in the sump tube before it entered the nose), I filled the syringe with warm water, tried to flush, tried to aspirate/pull back a little to loosen the clot then did a bigger flush with a little more pressure, and the cath tip literally popped off. I didn't feel like I was pushing crazy hard, a little more than usual but it wasn't hulk strength by any means. It was the catheter tip syringe. The tip was stuck in the sump tube opening, but easily came out with some hemostats. With a new syringe I tried the same thing, and the clot cleared and the tube flushed normally. Rcc received a complaint via email. 'Enteric tube was a little clogged with miralax (I could see the small ball of medication in the sump tube before it entered the nose), I filled the syringe with warm water, tried to flush, tried to aspirate/pull back a little to loosen the clot then did a bigger flush with a little more pressure, and the cath tip literally popped off. I didn't feel like I was pushing crazy hard, a little more than usual but it wasn't hulk strength by any means. It was the catheter tip syringe. The tip was stuck in the sump tube opening, but easily came out with some hemostats. With a new syringe I tried the same thing, and the clot cleared and the tube flushed normally'. Bd number: (B)(4).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Additional information received. There was no harm or injury to the patient.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the catheter tip popped off. To aid in the investigation, one sample with no packaging was received for evaluation by our quality team. A visual inspection was performed, and the syringe barrel is damaged with no luer lok. There is also a crack from the bottom of the syringe to the 25ml mark of the scale marking. No other defects or imperfections were observed. It could be possible the customer is not using the product as intended. This type of severe damage does not happen during normal use. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.